Event description:
Caller reported a cartridge alarm 30, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer will continue using their current pump until a replacement with updated software is received, as advised by technical support. Technical support confirmed the shipping address, provided storage mode instructions, and instructed the caller on returning the problematic pump via ups within 10 days. A replacement pump was dispatched to the customer.